Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and the investigation has been completed.

Event description:
On (B)(6) 2022 at approximately 17:00 the elko fire department responded to a "no respiration" call. On arrival they found the patient to be in cardiac arrest. Chest compressions were initiated, and the patient was placed on the autopulse. The autopulse platform would not power on with a fully charged battery. The customer reverts to manual CPR. The patient's status information was requested but the customer did not provide a response. Two autopulse platforms (s/n (B)(4) and 4 batteries (s/n (B)(4)) were used for this event. All of these 4 batteries shown 4 green led lights and were rotated through each platform to power on the platform, but the platform did not power on. No device malfunction reported for the platform, the issue was determined to be the battery. Please see the following related MFR report: MFR #3010617000-2022-01249 for the autopulse li-ion battery (sn (B)(4)). MFR #3010617000-2022-01533 for the autopulse li-ion battery (sn (B)(4)). MFR #3010617000-2022-01233 for the autopulse li-ion battery (sn (B)(4)).

Manufacturer narrative:
The zoll autopulse li-ion battery failure mode and serial number (B)(6) reported in this ccr are covered by CAPA 22-005. Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.